Event description:
It was reported that during a bowel resection, a small bowel resection was performed for his patient on june 3. He mentioned two different tlc75 linear cutters did not form proper staples. He noticed an immediate dehiscence and used a second tlc75 to staple the small bowel. The second device also did not form proper staples and the line dehiscence was observed again. A third tlc75 with a different lot number was used and the staple line was formed properly. The account did save the used devices and the lot number in question for the two devices. Surgeon did mention the patient returned to the or 5 days later with a small leak in the anastomosis and he repaired the leak. The patient ended up with some infections and is still the ICU.

Manufacturer narrative:
(B)(4) date sent: 7/7/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? I forwarded your questions to the surgeon who performed the procedure on wednesday of last week and waiting for his reply. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.